Event description:
The tech alleged that the mattress has fluid ingress. No pt impact.

Manufacturer narrative:
The tech found the mattress ticking was worn and visible staining on the mattress foam. The technician installed a mattress ticking revitalization kit to resolve the issue.